Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the physician intended to use a hawkone m device with a 7mm spider fx embolic protection device and a 6fr non-medtronic 45cm sheath during treatment of a 90% stenosed, 50mm plaque lesion in the patient¿s mid right common femoral artery of diameter 7mm. The IFU was followed and the devices were prepped without issue. Wire was hydrated at preparation. Pre-dilation was performed. It was reported that during withdrawal severe resistance was felt due to wire prolapse. This resulted in damage to the mid nosecone causing it to break in half. The device was then unable to be withdrawn through the sheath. The rest of the nosecone and spider were then pulled as one unit through the sheath to remove from the patient. No damage to the vessel was reported and no foreign bodies were reported to have been left behind. Post dilation was performed.

Manufacturer narrative:
Device evaluation: the spider fx capture wire was inspected. It was observed the distal assembly of the hawkone was fractured off and remained loaded the spider fx capture wire. Approximately 4.5cm of the filter assembly was visible outside of the distal tip of the catheter. The distal tip of the h1 distal assembly was located at the proximal marker band of the filter assembly. No damage to the filter assembly was observed. The h1 distal assembly showed an approximate length of 5cm. The fracture was radial. The tecothane is split apart at the area of the gw lumen. The gw lumen is buckled and shows the gw lumen directed distally. The hemostat clamp was removed from the spider fx. Spider fx capture wire. A twist//loop of the capture wire was identified at approximately 25cm from the distal tip of the spider fx filter assembly. Proximal to the loop the wire curved in a half circle shape. At the areas of observed bending, the ptfe coating was wore away likely due to encountered friction. The biotronic introducer sheath was inspected. It was discovered the distal r im of the sheath had a longitudinal tear and stretching of the material was noted. The proximal segment of the hawkone device was inspected and found the radial fracture occurred distal the cutter window, where the laser drilled coil initiated at the proximal end. The cutter assembly and driver shaft remained intact and were protruding out from the damaged housing approximately 2.5cm. At the fracture face possible pet from the inner wall of the housing assembly was observed protruding out. The edge of the fracture face shows the platinum iridium compressed inward. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.